Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menometrorrhagia ('metromenorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, endometrial ablation, bipolar disorder, anxiety depression, irritable bowel syndrome, endometriosis, premenstrual syndrome and cystitis interstitial. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and cystitis interstitial ("chronic interstitial cystitis"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menometrorrhagia and cystitis interstitial outcome was unknown. The reporter considered cystitis interstitial, menometrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menometrorrhagia ('metromenorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, endometrial ablation, bipolar disorder, anxiety depression, irritable bowel syndrome, endometriosis, premenstrual syndrome and cystitis interstitial. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and cystitis interstitial ("chronic interstitial cystitis"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menometrorrhagia and cystitis interstitial outcome was unknown. The reporter considered cystitis interstitial, menometrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.